Manufacturer narrative:
Device expiration date corrected.

Manufacturer narrative:
Additional device implanted and involved in this event: plc201400/14737822. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported all devices were implanted without issue. After removal of the delivery catheters, the physician elected to close the access site with a perclose proglide® suture-mediated closure system. At the conclusion of the procedure the patient's left foot reportedly showed no pulse. It was determined the posterior wall of the left common femoral artery had been dissected by the use of the perclose closure system. The physician surgically repaired the dissected artery, thereby restoring blood flow to the patient's left foot. During the surgical repair, the torque bump of the contralateral leg component was observed protruding distally from the patient's left external iliac artery. The physician removed the remaining portion of the device and sent it to the facility's pathology department for evaluation. The exact cause of the torque bump separation is reportedly unknown. However, during removal the delivery catheter may have caught on the tip of the sheath resulting in the total separation of the torque bump. Reportedly, all delivery catheters were discarded by the facility and therefore are not available for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.